Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient.the sample was re-tested on two different instruments and lower results were obtained.the results were reported out of the lab and questioned by the physician.the original specimen was re-spun and re-tested on the dxi 800 and on the different instrument and repeated results were in a different clinical range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A system check performed on (B)(6)2010 met specifications.a field service engineer (fse) was dispatched: a) the fse replaced the sample pipettor. B) the fse performed a diagnostic, carryover, and precision testing. All results met published specifications. A clear root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.